Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately one month ago. The patient has bilateral iliac dissections from the external iliac artery to the hypogastric artery. The right iliac artery was treated with a bare metal stent and the left iliac artery was left untreated. There was moderate to severe calcification throughout the iliac arteries. The iliac arteries were 12 mm in diameter proximally and 11 mm distally bilaterally. The stent grafts were successfully implanted without complication with the iliac limbs were crossed. The stent grafts were modeled with an unknown balloon without issue. It was reported that the patient presented emergently with pain and claudication of the lower extremely. A CT scan that was done two weeks post implant revealed that ipsilateral extension limb was compressed due to the severe calcification in that area and the blood flow was reduced resulting in occlusion of stent graft up to the bifurcation of the bifurcated stent graft. A femoral to femoral bypass was performed and the blood flow was restored to the lower extremities. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (occlusion). Patient's condition affected effectiveness of device (severely calcified iliac arteries, pre-operatively dissected iliac arteries); unapproved use of device (stent graft was implanted in a patient with pre-operatively dissected iliac arteries). Conclusion: device failure/lack of effectiveness related to patient condition (severely calcified iliac arteries); operational context contributed to event (stent graft was implanted in a patient with pre-operatively dissected iliac arteries, pre-operatively dissected iliac arteries).